Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative, infection, and allergic reaction." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2015 due to complications with the metal on metal hip. The modular head was removed and replaced with a modular head and active articulation liner.